Event description:
It was reported that the customer experienced a decreased blood glucose (bg) level; specific value was not provided. Event date is approximate. Reportedly, the customer was using humalin ur-500 within their pump supplies. Customer "fell unconscious and awoke in an ambulance". Customer went to the emergency room and was treated with intravenous fluids of saline. Customer was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support advised the customer against using off-label insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.